Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that on the morning of the report, he woke up around 5am but couldn't urinate; he was having urinary retention. The patient wanted to know if this could be an adverse effect due to the ins he recently had implanted. The patient reported that the urinary retention was new for him. It was reviewed that urinary retention was a possible adverse effect and that he could try to turn the ins off to see if that helped. The patient reported that he did try lowering stimulation and turning it off earlier and that it had helped. No further complications were reported.

Manufacturer narrative:
Supplemental to update codes, code (B)(4) no longer applies .if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the circumstances that led to the retention were the initial settings six days after implant. The patient contacted the manufacturer representative who adjusted the settings and the issue was not resolved.